Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - serial: possible # provided are (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's IV remodulin pump (cadd) had turned off for an unknown reason. The patient was in the hospital to be restarted on 66 nkm and was planned for discharge on the same dose. The patient was to increase by 4 nkm weekly until reaching the goal dose of 80 nkm. The date of admission and target dose timeline were unknown. No further information, details, or dates were provided. The patient was transitioned to a solis pump during the hospital stay. The device serial numbers (B)(6) and (B)(6) were checked out by the patient, and the event occurred during patient use. It was confirmed that the product issue did not cause or contribute to any clinical injury. However, it was noted that the patient experienced a missed dose or interruption, as the pump had been turned off in the hospital to restart remodulin. Patient details were provided: the patient's initial is (B)(6), a male born on (B)(6) 1954, the date of report was on 03-sep-25.